Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of ischemia, pain and thrombosis are listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Subsequent to the previously filed report, additional information was received that there was thrombus in both index xience stents. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, one 3.5x33 mm xience prime stent was implanted in the proximal right anterior tibial artery and one 4.0x33 mm xience prime stent was implanted in the distal right infra-popliteal artery. On (B)(6) 2024 ultrasound showed stent thrombosed from origin to popliteal and calf arteries. The patient had severe right foot pain and critical lower limb ischemia. Intravenous antibiotics and other medications such as anticoagulant (clexane) and analgesic were administered on (B)(6) 2024. Below the knee amputation was performed on (B)(6) 2024 with good result. No additional information was provided.